Event description:
This device case reported by a sales representative concerns a humapen (teal/clear, ms9829, lot#40076) that was used to deliver a treatment for an unknown indication. It is unknown if the operator was a trained user or if they were a patient. On 04/05/2002the humapen device was initially investigated and two broken tabs were found and the lead screw could not be pushed. There was no adverse event associated with this malfunction. Pharmaceutical delivery systems is awaiting the device to conduct a detailed investigation. Update 05/08/2002: internal edit to clarify the device model, update the device page, and update the narrative.